Manufacturer narrative:
(B)(4). The sales rep reports he was advised that the patient expired, but it was not associated with the complaint reported. The hospital was waiting for the patient to pass before collecting the sample; however, the sample was discarded.

Event description:
It was reported that the connector was dislodged from the et tube during use. The hospital has reported that the patient is deceased; however, they have indicated that the device did not contribute to the death. The hospital has also indicated that there was a period of 10 days between the initial intubation and extubation. The cause of death of the patient was reported as "trauma".

Event description:
It was reported that the connector was dislodged from the et tube during use. The hospital has reported that the patient is deceased; however, they have indicated that the device did not contribute to the death. The hospital has also indicated that there was a period of 10 days between the initial intubation and extubation. The cause of death of the patient was reported as "trauma".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not provided by the customer; therefore, a device history record review could not be performed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.